Event description:
It was reported that a user experienced intermittent signal loss between a dexcom g7 continuous glucose monitor (cgm) and the ilet, with the sensor disconnecting and then reconnecting, and no device alerts or alarms were reported; education and troubleshooting were completed and the user elected to continue with the current sensor, with a reported blood glucose of 219 mg/dl. No clinical symptoms were associated with the elevated blood glucose. Outcomes included no medical intervention, no emergency care, and no hospitalization. User support included remote troubleshooting and education regarding sensor connectivity and replacement through the sensor manufacturer if connectivity issues persist. Investigation of this case revealed transient communication disruption between the continuous glucose monitor and the ilet, with successful reconnection and continued use without further issues. It was concluded, based on previously established findings for similar reports, that the cause was likely external connectivity factors consistent with known cgm communication behavior rather than a malfunction of the ilet.